Manufacturer narrative:
(B)(4)

Event description:
It was reported " after the catheter was inserted, the pump frequently alarmed for a large amount of helium leakage. The catheter was removed and an in-vitro experiment was conducted. The central lumen was broken".additional information states the catheter was replaced to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton/sealed ziploc bag. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the iabc bladder membrane, buckling was noted to the sheath extrusion. The one-way valve was noted connected and tethered to the short driveline tubing. The exposed portion of the bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the helium pathway. No other visual damage or abnormalities were noted to the returned sample. The iabc bladder was noted withdrawn through the teflon sheath and buckling was noted to the teflon sheath extrusion, which indicates the iabc was not removed from the patient correctly per the instructions for use (IFU). As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states:"do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0060in-0.0064in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The one-way valve was connected to the short driveline tubing, and a negative vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was attempted to be moved towards the iabc bifurcate. Initially, the sheath did not move towards the bifurcate due to the unwrapped bladder. The sheath was able to be removed entirely from the iabc without any difficulty. Upon removal of the sheath, no visual damage or abnormalities were noted to the iabc bladder. The iabc central lumen was intact with no damage or abnormalities were noted. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, a leak sites consistent with contact from a sharp object was noted at approximately 20.7cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "pump frequently alarmed for a large amount of helium leakage" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder, which caused the reported complaint. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the teflon sheath extrusion. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported " after the catheter was inserted, the pump frequently alarmed for a large amount of helium leakage. The catheter was removed and an in-vitro experiment was conducted. The central lumen was broken". Additional information states the catheter was replaced to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported " after the catheter was inserted, the pump frequently alarmed for a large amount of helium leakage. The catheter was removed and an in-vitro experiment was conducted. The central lumen was broken".additional informaiton states the catheter was replaced to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "central lumen was broken" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.